Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034 - 2017 - 09352. 0001825034 - 2017 - 09353. 0001825034 - 2017 - 09354. Concomitant products: unknown part/lot, glenosphere. Unknown part/lot, bearing. Unknown part/lot, taper adaptor. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
The patient reported a lack of range of motion, pain, and subluxation. No further information has been made available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
This following report is being submitted to report additional information.

Event description:
It was reported the patient heard a noise in the implanted shoulder while driving. Patient's surgeon reviewed x-rays and found no issue with the device. Patient reported also experiencing subluxation, pain, numbness in fingers, and lack of range of motion.